Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision: hip(s) to be revised: right. Type of hip replacement product: asr xl. Reason(s) for revision: unknown. Update: 3 oct 2017: additional information received from crawford. Reason(s) for revision: pain.

Manufacturer narrative:
Asr revision. Hip(s) to be revised: right. Type of hip replacement product: asr xl. Reason(s) for revision: unknown. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.